Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during coil embolization of a ruptured aneurysm located in the anterior communicating artery (acom), the coil stretched and protruded in the a2 segment of the anterior cerebral artery (aca). The physician deployed 2 stents to secure the protruded portion of the coil against the artery. The a2 segment was reported to have occluded and thrombosed. The physician also indicated that the patient had an a2 stroke due to the presenting aneurysm rupture. It was also reported, that the patient developed m1 deficit and a minor stroke at m2 of the middle cerebral artery. The physician indicated that the occlusion/thrombosis was due to the coil herniation. No further information is available.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the review of the information it is likely that the main coil stretched and protruded during procedure due to some procedural/anatomical factors encountered during use. Therefore an assignable cause of an operational context has been assigned to this investigation.

Event description:
It was reported that during coil embolization of a ruptured aneurysm located in the anterior communicating artery (acom), the coil stretched and protruded in the a2 segment of the anterior cerebral artery (aca). The physician deployed 2 stents to secure the protruded portion of the coil against the artery. The a2 segment was reported to have occluded and thrombosed. The physician also indicated that the patient had an a2 stroke due to the presenting aneurysm rupture. It was also reported, that the patient developed m1 deficit and a minor stroke at m2 of the middle cerebral artery. The physician indicated that the occlusion/thrombosis was due to the coil herniation. No further information is available.